Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected battery power loss alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the unexpected battery power loss alarm was performed. Customer advised the insulin pump consumed batteries frequently without the battery power being low. Customer advised the insulin pump would turn off on its own. Troubleshooting was unable to resolve the issue as the issue recurred during normal use. Customer was advised to monitor insulin pump and that a replacement battery cap would be sent out. The insulin pump will not be returned for analysis.